Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: (B)(4) device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide procedure name and date. Was the needle tip found? In what structure? If it was found, was it retrieved during the same surgical procedure? What was done to locate the needle?, are there any future interventions; including x-ray planned to locate the broken needle tip and remove it? Was there any additional tissue damage as a result of searching for the needle piece? Was additional dissection required in other organs/tissues other than the target tissue? Was there any medical or surgical intervention performed (re-operation; re-suturing; prescription steroids; antibiotics prescribed)? Please explain in detail what is the most current patient health status and condition? Is the broken needle available for analysis? Any photos available for visual analysis? Device history lot: a manufacturing record evaluation was performed for the finished device lot number ramczc and no non-conformance's related to the reported complaint condition were identified.

Event description:
It was reported that a patient underwent a caesarean section on an unknown date and suture was used. When repairing the wound, specifically on the sheath layer, the operating surgeon noticed that the tip of the suture had come off and was still visible, embedded in the tissue of the patient. Additional information was requested.